Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator didn't start. The ventilator was investigated on site by our field service engineer (fse). The ac/dc converter printed circuit board (pcb) was found to be defective and fse resolved the reported failure by replacing it. After changing ac/dc converter pcb the ventilator passed all functional and safety test and was cleared for clinical use. The returned faulty part was then investigated and tested over 48 hours both on mains and battery. Pre-use check was done before and after the 48 hour test without any issue. No fault found. The cause of the issue is not determined.